Event description:
The initial report stated that the distal end of the needle of the outback catheter was defective and not deploying appropriately within the lesion. The physician pulled the outback out of the patient and played with it and still could not get it to move forward. The age and gender of the patient are unknown. The target lesion was the distal superficial femoral artery/popliteal. The characteristics of the vessel are unknown. There was no damage to the outback catheter noticed during prep. All specified ports were flushed. Cannula action was verified prior to use. The physician was very experienced with the device, but the tech had little experience. The procedure was successfully completed with another outback. There was no injury to the patient reported. The product was returned for evaluation and testing and there was a significant finding. The nosecone was kinked and partially separated from the outer shaft. There was no report of event occurring during the procedure or being noticed during preparation of the device. It is unknown if the reported event occurred during shipping of the device.

Manufacturer narrative:
With the limited amount of info available it is not possible to draw a clinical conclusion between the device and the event. It is unknown if the reported event occurred during shipping of the device. One non-sterile outback was received coiled. The cannula was fully deployed and no visual anomalies were noted. The nosecone was kinked and partially separated from the outer shaft. Some dried blood traces were noted in the flushing port. The deployed cannula and usable length of the catheter were found within specification. The cannula was fully retracted without difficulties. The cannula was deployed and retracted three times and no difficulties were experienced. A device history record was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported deployment difficulty failure was not confirmed. The cause of the kinked and partially separated nosecone could not be conclusively determined. 100% inspection is in place to prevent damaged catheters from leaving the facility. The kinked and partially separated nosecone does not appear to be manufacturing related.